Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate shock for supraventricular tachycardia due to undersensing on discrimination channel. Device was reprogrammed. Patient was stable throughout the event.